Manufacturer narrative:
The pump, sn (B)(4), was in use on the patient for 9 days from (B)(6) 2021 to the time of the exchange on (B)(6) 2021.

Event description:
Berlin heart was informed by the distributor that a patient that was implanted on (B)(6) 2021 in the lvad configuration had developed hemolysis following the implantation. The ldh level recorded on day 8 after implantation was 1000 and the normal range before implantation was 200-300. The device was fully filling and ejecting at the time of the event. The pump was exchanged on (B)(6) 2021 without untoward effects for the patient.